Event description:
The customer stated that they received erroneous results for one patient tested with the patient's coaguchek xs meter serial number (B)(4) using test strip lot number 35350321 and with coaguchek xs meter serial number (B)(4) using test strip lot number 34521321. This medwatch will apply to coaguchek xs meter serial number (B)(4) using test strip lot number 34521321. Please refer to the medwatch with patient identifier (B)(6) for information related to coaguchek xs meter serial number (B)(4) using test strip lot number 35350321. A sample from the patient was tested using the patient's coaguchek xs meter (serial number (B)(4) using test strip lot number 35350321) and the result was 4.8 inr. At an unknown time, a sample from the patient was tested using the customer's coaguchek xs meter (serial number (B)(4) using test strip lot number 34521321), resulting with a value of 5.3 inr. At an unknown time, a sample from the patient was also tested using a coagusense meter, resulting with a value of 3.6 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. The patient currently feels ok. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have changes in coumadin medication. The patient is not taking any new medications, had no changes in diet, had no illnesses, and did not have symptoms of high inr. The patient did not have a special or unusual diet. The customer's/patient's product has been requested for investigation and replacement product has been sent to the customer/patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: customer strip: qc 1: 2.4 inr. Master lot strips: qc 2: 2.3 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy.